Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: unknown progrip unknown progrip mesh product - (lot#unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a prospective study investigated short- and long-term outcomes of robotic-assisted transabdominal retromuscular umbilical prosthesis to treat ventral hernia. The study included 125 patients spanning from september 2019 to january 2024. All procedures included v-loc absorbable suture, which was used for all fascia closures, and all but one surgery was performed with progrip mesh reinforcement. Non-serious postoperative complications included 2 patients with seromas, 1 patient with a hematoma, 1 patient with pain at the trocar site resolved with analgesic medication, and 1 patient with gastroparesis (delayed gastric emptying) that required a nasogastric tube insertion. Serious postoperative injuries included 1 patient that had a fascia suture rip during anesthesia emergence, requiring immediate reoperation; 2 patients with an infection (infected seroma; infected superficial wound) that both required surgical debridement, IV antibiotics, and vacuum-assisted wound therapy; 1 patient that developed an ileus and fever treated with antibiotics and an ng tube; and a computed tomography scan that was done showing free air and fluid (perforated small bowel), requiring a reoperation where a strangulation/herniation between the fascial sutures was also noted. During that operation the indwelling progrip mesh was explanted, and postoperatively the patient developed an abscess, which had to be drained (medical intervention) along with IV antibiotics and vacuum-assisted wound therapy. 1 patient had a symptomatic subxiphoid calcification (lesion) that required surgical removal and was deemed a (foreign body) reaction to the previous hernia repair. Lastly, 3 patients had hernia recurrences, and overall, 6 patients required reoperation. Outcomes of robot assisted trans abdominal retromuscular umbilical prosthesis (rtarup): a dutch multicenter study: julotte e. Baart, journal of abdominal wall surgery, 2025

Manufacturer narrative:
Correction: e1, e4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.